Event description:
Event reported 7/24/1998. Pt's lips turned red and tongue began to burn while exposed to exam gloves during dental procedure. Also noted itching on hand which allegedly touched the glove.